Event description:
Information was received that the patient's device is now showing high impedance and low output current with their new generator and old leads. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
As a new lead has not been implanted and high impedance was observed prior to the generator replacement in 2019, the current high impedance is a continuation of the previous event. No known lead replacement surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
F10. Component code - correction - code a040101 will now be reported as the impedance is ;9000 ohms, indicative of a lead fracture. H6. Investigation findings - correction - code c070603 will now be reported as the impedance is ;9000 ohms, indicative of a lead fracture. H6. Investigation conclusions - correction - code d02 will now be reported as the impedance is ;9000 ohms, indicative of a lead fracture.

Event description:
A patient's device was replaced and returned due to prophylactic replacement. Within the data downloaded from the patient's device, high impedance was noted. No anomalies have been reported to date with the new generator and previously implanted leads. Generator analysis was completed and no anomalies were found. No additional relevant information has been received to date.